Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: there were call service 054 alarms observed at the end of the black box history. No damage was found to the battery cap or compartment. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and moisture damage was found to the printed circuit board. The pump case was cracked near the keypad and case seal.